Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and dbs (deep brain stimulation) therapy indications. It was reported that the patient could not get sufficient telemetry/any coupling to charge the newly implanted ins. The rep reviewed the charging function over the phone and tried to troubleshoot with the patient. The first programming session in october. No environmental, external, or patient factors were reported to have led or contributed to the issue. No actions/interventions were taken to resolve the issue. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no further troubleshooting was done. They were getting 0 bars filled and once got 2. They worked on the phone to reposition antenna. Highest achieved was 38. The new antenna showed no difference with their inability to get telemetry when signaling a charge.